Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the reciever was overheating. No additional event or patient information is available. The receiver was not provided for evaluation. The reported event of the receiver overheating could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The data log was reviewed and firmware errors were observed. The reported event of an overheating receiver was confirmed during log review. A root cause could not be determined.